Event description:
It was reported that the stent was explanted. The target lesion was located in the moderately to severe tortuosity left anterior descending artery. A 4.00 x 48mm synergy xd stent was advanced and deployed between two previously placed stents implanted in 2017. The device was deployed fine. Another 4.0 x 12 mm synergy balloon expandable stent was advanced within the distal lesion and the balloon was inflated to 4atm and the balloon ruptured. It was noted that during advancement the shaft of the delivery system may have kinked. During removal, the 12mm synergy balloon expandable stent became caught and the shaft of the delivery system broke. The patient was sent for surgery to remove the detached portion of the shaft. No further patient complications were reported. It was further reported via facility medwatch# 0300360000-2021-8013 that after a loss of pressure during stent deployment, the stent did not deploy. On gentle retrieval, the stent shaft has broken into the left anterior descending (lad) arterial system. The patient had coronary artery bypass graft with retrieval of foreign body of the lad coronary and thoracic aorta. The patient then placed in ICU and was extubated within the appropriate timeframe. There was worsening of renal function noted and nephrology was consulted. This was resolved and patient was discharged to a rehab hospital five days post-procedure. However, based on the device analysis of its stent geometry it is likely that this stent is the explanted previously deployed synergy xd 4x48mm.

Manufacturer narrative:
Device evaluated by MFR. : the synergy xd mr us 4.00 x 48mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent od was within max crimped stent profile measurement an expanded, loose stent was noted to be stuck onto the proximal region of the delivery balloon and stretching for approx. 10 cm in related complaint tw 13782461. This stent was removed proximally from the delivery system and was identified to have a similar stent structure as a bsci stent and was found to contain 10 peaks and 5 stent strut connectors. This would suggest that the unknown stent returned with the synergy xd 4x12 mm is the previously deployed synergy xd 4x48mm. The balloon cones were reviewed, and signs of positive pressure applied to them were noted as the balloon folds were noted to be relaxed. Visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues noted with device.